Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 102 mg/dl. Customer reported that they received critical pump error image. Customer also received a forced sensor detected alarm and during troubleshooting customer noted that the display was frozen but not completely blank. Customer was assisted with troubleshooting. The device will be returned for analysis.